Manufacturer narrative:
Insulin pump passed displacement test. However, moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Pump received with cracked case at the display window corners.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose was unknown. Customer reported that there was fluid under the display. There was cracks on the side bottom beside the medtronic logo. The customer was advised to discontinue use of the insulin pump and revert to backup plan. The product will be returned for analysis.